Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that the unit needed calibrated, the software-controller needed programmed and the avc-x needed reset. The technician calibrated the unit, programmed the software-controller and reset the avc-x, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported flickering on a monitor to their hexavue custom room rack and that the touch panel to their hexavue custom room rack had no video from the guest port. No report of injury or procedure delay.